Event description:
Stretcher 1125e hole, cracks; stretcher 1125000000e scratches; stretcher 1125e scratches; stretcher 1125e hole, cracks; stretcher 1125 prime series hole, cracks; stretcher 1125e holes, cracks, tears, velcro compromised. Stretcher 1125000000e significant holes and cracks in cover; stretcher chair tmm5plus-xwtb holes in cover; surgical eye stretcher chair tmms5plus-xwtb holes in cover; stretcher 1125e multiple holes in cover, fluid stains on mattress; stretcher 1125000000e holes on top of blue cover, multiple cracks in cover, multiple cracks in mattress. Stretcher 1125000000e significant cracks in cover, significant cracks in mattress, seam tear; stretcher 1125000000e holes in cover; stretcher 1125e holes in cover, significant wear to cover; stryker stretcher 1125e multiple tears, significant cracks in cover, cracks in mattress, seam tear; stretcher 1125e significant cracks in cover; stretcher chair tmm5plus-xwtb holes in cover; stretcher 1125e wrinkles in cover, stains in mattress; stretcher 1125e significant cracks in cover; stretcher 1125000000e rip in cover, stains in inner lining, rip in inner lining; stryker stretcher 1125e rip in cover, stain in inner lining; stretcher 1125000000e significant holes in cover, stains on inner liner; stretcher 1125000000e significant holes in cover, yellowing on mattress, rips in cover; stretcher 1125000000e significant yellowing in mattress, rips in mattress; stretcher 1125000000e tears in blue cover, stain and tears under cover; stretcher 1125000000e tears in cover, fluid stains in mattress; stretcher 1125000000e scratches, crease in cover, hole in cover, stain in mattress, strong odor in mattress; stretcher 1125000000e rip in cover, fading in cover, rip in lining, stain in lining; stryker stretcher 1125e crease in cover, hole in cover, stain in mattress, strong odor in mattress; stretcher 1125000000e creases in cover, tears in cover, stain in lining; stretcher 1125000000e holes in cover, rips in cover, disintegrating mattress, saturated fluid stains in mattress; stretcher 1125000000e mattress disintegrating, saturated fluid stains in mattress, rips and tears in cover; stretcher 1125000000e fluid marks in mattress stretcher 1125e hole in cover; stretcher 1125000000e hole in white cover; stretcher 1125000000e rip in inner liner, multiple stains in inner blue cover; stretcher 1125000000e large hole in top of blue cover; stretcher 1125000000e rips in mattress, rips and tears in cover; stretcher 1125000000e damaged cover stretcher 1125e rust on frame, no mattress present; dolphin mattress damaged cover; dolphin mattress damaged cover; dolphin mattress damaged cover; stryker bed defective zipper; stryker bed damaged cover; stryker bed fluid marks in mattress; stryker bed fluid marks in mattress; stryker bed defective zipper; stryker bed 1115 ripped inner lining; stryker bed procuity zipper broken; stryker, bed fl28 holes in mattress; stryker, bed fl28 holes in cover; stryker, bed fl28 holes in mattress; bed, sleep lab 12060130 fluid ingress; stryker ICU bed procuity seam tear; stryker ICU bed procuity seam tear; stryker ICU bed procuity seam tear; stryker ICU bed procuity seam tear; stryker ICU bed procuity seam tear; stryker ICU bed procuity seam tear; stryker bed procuity zipper seam tear; stryker ICU bed procuity seam tear; stryker ICU bed procuity seam team, cover damaged; stryker ICU bed procuity seam tear; stryker bed procuity seam tear; stryker bed procuity stain on mattress pad; stryker bed procuity seam tear; stryker ICU bed procuity seam tear. Erence reports mw5161577, mw5161578, mw5161579, mw5161580, mw5161581, mw5161582, mw5161583, mw5161584, mw5161585, mw5161586, mw5161587, mw5161588, mw5161589, mw5161590, mw5161591, mw5161592, mw5161593, mw5161594, mw5161595, mw5161596, mw5161597, mw5161598, mw5161599, mw5161600, mw5161601, mw5161603, mw5161604, mw5161605, mw5161606, mw5161607, mw5161608, mw5161609, mw5161610, mw5161611, mw5161612, mw5161613, mw5161614, mw5161615, mw5161616, mw5161617, mw5161618, mw5161619, mw5161620, mw5161621, mw5161622, mw5161623, mw5161624, mw5161625, mw5161626, mw5161627, mw5161628, mw5161629, mw5161630, mw5161631, mw5161632, mw5161633, mw5161634, mw5161635, mw5161636, mw5161637, mw5161638, mw5161639, mw5161640, mw5161641, mw5161642, mw5161643, mw5161644.